Event description:
Customer reported that their freestyle navigator transmitter failed to fit correctly in the sdu housing, and this caused it to detach. Visual inspection was performed on the returned meter and a crack/fracture on the plastic housing near the battery compartment was observed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Visual inspection was performed on the returned transmitter and a crack/fracture was observed on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B) (4) failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.